Event description:
It was reported patient experienced shocking sensation 1 month post-implant. X-rays confirmed leads were crossed and therapy was turned off. As a result, the patient underwent surgical intervention on (B)(6) 2024 where both the leads were explanted and replaced with a penta lead. Effective therapy restored.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.